Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿over-infusion¿ was not reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of 5.01 and 5.00%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pressure will be performed as a repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.